Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. The customer successfully reloaded the cartridge. Reportedly, the customer did not complete the air remove step prior to filling the cartridge with insulin. The customer's blood glucose level was 226 mg/dl.